Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced high blood glucose levels upto 400 mg/dl on 07-jun-2026 due to bent cannula and was resolved by total supply change.